Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation of an iliac extension intended for implantation in the treatment of a 45 mm abdominal aortic aneurysm, leakage was noted during flushing. The leakage was observed at multiple points along the device before reaching the tip of the delivery system. As a result, the device was flushed more times than usual. Subsequently, when attempting to insert the device into the patient, the guidewire could not be properly loaded, so the device was not used. The procedure was completed using two cuffs from another manufacturer. According to the physician, the cause of the events could not be determined. No patient harm was reported.